Manufacturer narrative:
This report is submitted on (B)(6) 2018. (B)(4).

Event description:
Per the audiologist, it was reported that the patient experienced discomfort at the magnet site and subsequently was treated with a topical antibiotic (date not reported).